Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "system error 322" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since this item was found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "system error 322" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow-up will be sent. The upper auxiliary assembly, lower auxiliary assembly and door latch hook were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.